Event description:
It was reported that removal difficulties, stent dislodgement were encountered and the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device failed to cross the lesion in spite of repeated dilation. When the physician tried to remove the stent, it got stuck in the rca ostium. The stent got dislodged from the balloon during the removal. There were no snaring attempts made although the stent was then tried to be approximated to the arterial wall. The procedure was not completed. There were no patient complications reported.

Manufacturer narrative:
B1 adverse event/product problem: updated from product proble to adverse event and product problem. B2 outcomes attrib to adv event: updated to required intervention to prevent permanent impairment. H1 type of reportable event: updated from malfunction to serious injury h6 impact codes (1): updated from no health consequences or impact to additional device required.

Event description:
It was reported that removal difficulties were encountered and the procedure was cancelled. The 80% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, the device failed to cross the lesion in spite of repeated dilation. When the physician tried to remove the stent, it got stuck in the rca ostium. There were no snaring attempts made although the stent was then tried to be approximated to the arterial wall. The procedure was not completed. There were no patient complications reported. It was further reported that the 3.00 x 32 synergy drug-eluting stent dislodged in the rca ostium. The dislodged stent was implanted by balloon inflation within the rca ostium.